Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward and the cannula deployed; indicating the needle mechanism did not function as intended. The patient noted pain and bleeding at the insertion site after wearing the pod for between 37 and 48 hours.

Manufacturer narrative:
The device was received partially deployed. The pink slide insert was observed in the viewing window and the linkage assembly was observed in the deployed position. The hard cannula was observed to be exposed out of the bottom housing window. Blood was observed on the adhesive pad. Upon removal of the top housing, the hard cannula was observed to not have fully retracted and was incorrectly installed into the slide retract. Download data showed no timeouts or drive stalls and no alarms were generated. No other damages or defects were observed during the investigation. The incorrectly installed hard cannula is confirmed as the cause of the needle mechanism failure, observed blood and reported pain during insertion.